Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 10mmx2.50mm wolverine cutting balloon was advanced but ruptured during inflation at nominal pressure + about 1 or 2 atm. The procedure was completed with a different device and no patient complications were reported.